Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. The cause of the elevated bg was unknown. Customer delivered a bolus via the pump to address bg. Tandem technical support performed a pump system check and found the pump was performing as intended. The customer continued to use the pump and supplies for insulin therapy and declined additional troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.